Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor had a weak flow in the water supply of the reprocessing basin. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation the reported malfunction was confirmed and the replaced water filters (internal and external) resolved the reported low incoming water supply. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.